Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient experienced a syncopal episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinic confirmed that the patient has not had any true syncopal events since the implantation of the implantable pulse generator (ipg). The patient "looked clammy", pale and was diaphoretic. The experienced neurocardiogenic syncope.